Event description:
During a visceral angiogram, the tip of a micro-wire inadvertently sheared off into a branch of the sma [superior mesenteric artery]. The tip of the wire was retrieved in its entirety with a gooseneck snare. After retrieval, a repeat angiogram from the sma was obtained, which demonstrated resolution of hemorrhage, no embolization was performed. Gi [gastrointestinal] physician updated and plan for colonoscopy tomorrow.